Manufacturer narrative:
Review of pump data did not show any low blood glucose (bg) levels recorded on the event date of (B)(6) 2016. Pump data showed low bg levels on (B)(6) 2016. Each recorded low bg level occurred a few hours after a bolus was requested and delivered. Each bolus was delivered while the pump registered insulin on board. The basal insulin rate settings were adjusted to 0 units/hour during each low bg event. Review of pump data does not show any evidence that a pump malfunction occurred.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between approximately 50-350 (mg/dl). Customer also reported that their a1c value increased from 6.7 to 8.0 in one year. Reportedly, customer believed that "something isn't working". Multiple attempts were made by tandem&#38112;technical support to obtain additional information and perform troubleshooting; however, no additional information regarding this event was provided.